Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for several patients, involving access 2 immunoassay system. Subsequent testing on unicel dxi system produced negative results. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The customer has a standard protocol to re-centrifuge and retest positive troponin I results. The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse replaced the system timing belt and peristaltic pump tubing. The fse performed a successful system check and high sensitivity (hs) system check within specifications. The fse performed repair and hardware verifications. The unit conformed to the manufacturer's performance specifications. This is a re-submission of the initial report submitted on 12/20/2011 due to failure error message "phone number city code must be 3 digits." (B)(4).